Event description:
It was reported that the unit was twitching during the middle of a case and then began turning on and off, eventually shutting off completely. It was also reported that the unit was quickly brought in and there was no delay in the case or harm to the pt.

Manufacturer narrative:
Additional info will be provided once investigation is completed.